Event description:
Rn noted an irregularity on the covidien bovie pad. The surface that comes in contact with the patient, had some odd-looking spore like pattern in the gel. Item not used. Given to apsm [advanced practice staff member], [redacted] who in turn gave to [redacted] from supply chain. Original package also submitted. One discarded, and new event from [redacted] given to rep. Manufacturer response for electrosurgical grounding pad, bovie electrosurgical grounding pad (per site reporter).